Manufacturer narrative:
H6: updated codes for type of investigation, investigation findings, and investigation conclusions. H11: updated based on the results of the investigation. Investigation summary no product was returned for investigation. Arrhythmia: in order to make a root cause determination, the clinical details would have to be provided. The root cause of the arrhythmia was unable to be determined due to insufficient clinical details. Device history review device passed all post sterile inspection checks.

Event description:
The complainant reported a patient was implanted with an impella 5.5 device for mechanical circulatory support. Frequent ectopy noted upon placing impella 5.5.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.